Event description:
During a routine hemodialysis treatment, the operator noticed blood leaking from the top of the dialyzer. Estimated blood loss was approx 180-210cc. No medical intervention was required.